Manufacturer narrative:
(B)(4). This complaint was from a patient who stated the cat damaged the patient line causing a leak and a system error (se) 2240 system error alarm. This complaint was not confirmed in the lab due to a lack of sample; however, per information within the complaint the most likely cause of the se2240 alarm is due to animal damage. There was no specific lot number identified with this complaint, but a batch review was performed on a potentially associated lot number (h10b18030) with no issues noted. The patient was diagnosed with peritonitis. Per the patient's nurse, she suspects the peritonitis was as a result of the cat causing the leak. A label review was performed: on page 11.11 of the homechoice patient at-home guide there is a warning for patients to inspect tubing for damage. On page 13 of the patient training material, going home with confidence for home pd patients, patients are told to protect their supplies from contact with animals. This review found the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4).

Event description:
Additional information provided: the patient started on automated peritoneal dialysis (apd) on (B)(6) 2009 with local (pd4) ambuflex. The patient was diagnosed with bacterial peritonitis on (B)(6) 2010 and was hospitalized (B)(6) 2010 . There was no exit site or tunnel infection associated with this peritonitis. A gram stain and culture were also performed. The gram stain showed many white blood cells but no organisms. The patient was treated with a 21- day regimen of antibiotics as previously stated. The nurse indicated that the peritonitis was caused by the patient's cat damaging the patient line and the patient was doing fine and continuing therapy.

Manufacturer narrative:
(B)(4). Device was discarded.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 with the homechoice (hc) machine during drain 4 of 4. Per the home patient (hp), the cat got into the bedroom and damaged the patient line. The cassette was then leaking. The hp disconnected and needed help clearing the alarm. The technical service representative (tsr) helped the hp clear the alarm by asking the hp to turn the hc back on. The hc displayed "press go to start". The tsr helped the hp get the cassette out of the hc. The hp would finish with a manual bag. Proper procedures per the user manual were reviewed with the caller. The caller would discard the sample. There was no patient injury or medical intervention indicated at the time of the initial report. This writer spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn stated that the patient had gotten peritonitis and was hospitalized. The patient was now out of the hospital and was on antibiotics through (B)(6). The patient was continuing therapy on the cycler.

Manufacturer narrative:
(B)(4).